Manufacturer narrative:
The device was returned for analysis. The reported ¿the sutures did not capture the artery¿ was not confirmed. The posterior foot was separated and not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique via a 6f sheath hole prior to an unspecified procedure. Reportedly, when an attempt was made with the first proglide device, "there was an exit from the vessel without anchorage (even after actuating the lever 1)". An attempt was made with a second proglide device; however, the sutures did not capture the artery. Another hemostatic device was used to achieve hemostasis along with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.